Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet and had disconnected from the system, with troubleshooting indicating incorrect meal announcements including maladaptive entries such as multiple meals announced in short intervals. Symptoms included dizziness, shakiness, and sweating, with a recorded nadir of 41 mg/dl. Outcomes included treatment with oral carbohydrates including glucose tablets, juice, and peanut butter sandwiches, with no loss of consciousness, seizure, ketone testing, professional medical intervention, or assistance required. Investigation included review of reports and user education on hypoglycemia correction and proper meal announcements, including guidance to avoid overcorrection and to space meal announcements to allow appropriate algorithm learning. Investigation of this case revealed user-related use error related to incorrect meal size and timing announcements leading to hypoglycemia and subsequent glycemic variability while on automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement practices and corrective actions, with education provided and a plan to restart therapy with correct meal reporting to allow algorithm relearning.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.